Event description:
The doctor reported that he observed post-operative interface inflammation, which required a subsequent lift of the corneal flap and wash of the corneal bed. Pt post-op visual acuity is 20/30, with + 1/2 haze. Prognosis is good.